Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009, patient presented with following pre-op diagnoses: spondylolisthesis. Lumbar radiculopathy. For which, patient underwent following procedure: transforaminal epidural steroid injection at l4-5 and l5-s1 on the left under fluoroscopic guidance. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2009, patient presented with following pre-op diagnoses, spondylolisthesis. Degenerative disk disease. Lumbar radiculopathy. Spinal stenosis. For which, patient underwent following procedure, transforaminal epidural steroid injection at l4-5 and s1 on the left under fluoroscopic guidance. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2009, patient presented with following pre-op diagnoses, grade 2 l5-s1 spondylolisthesis. Bilateral l5 foraminal stenosis. For which, patient underwent following procedures, l5-s1 posterior lumbar interbody fusion with 11mm luminary spacers and autograft. L5-s1 decompressive laminectomy with bilateral l5 foraminotomy. Instrumentation at l5 and s1 with pedicle screws. Posterolateral fusion at l5 and s1 with autograft and bmp-2. Per op notes, transverse processes and ala of the sacrum were decorticated out laterally. This was packed with an extra small bmp sponge on the right, as well as morcellized autograft. Patient tolerated the procedure well without any intraoperative complications. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.